Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 2 of peritoneal dialysis therapy. The technical service representative (tsr) assisted the hp in power cycling the hc. The alarm log was reviewed and no alarm occurred prior to system error 2367. The tsr advised the hp that they would need to start therapy over with new supplies or use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.